Manufacturer narrative:
Device evaluation- the returned device gave an error code message of "1260". This message indicates a corruption of the memory of the circuit board. The issue required replacement of the circuit board. The cause of the corruption was not established.

Event description:
It was reported that the device alarmed and displayed the message "error 1260". No known adverse effects to patient.